Manufacturer narrative:
(B)(4). Concomitant medical products: 110003626, biolox delta cer lnr 32 mm e, 3154027. The 192010, echo por fmrl nc 10 x 130 mm, 723350. The 010000663, g7 pps ltd acet shell 52e, 3556626. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient experienced problems walking, problems with usual activities, and moderate to severe pain with occasional use of aspirin and medication stronger than aspirin one year post-operatively. It was also reported that there was no effect on average activity, rarely moderate pain after unusual activity, and moderate difficulty climbing stairs and standing up. Pain while moving was rated at an eight and satisfaction during surgery was rated at a five during one-year follow-up visit. No further information provided.